Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there was a cutting/knife issue and the device did not cut at all. No patient injury occurred or medical intervention was required. Examination of the received device on 2017-09-01 found the knife is damaged and missing the top portion of the knife blade. The customer cannot confirm the location of the missing piece.